Event description:
It was reported that the scale was reading inaccurately on a stroke patient. The recorded weight was subsequently used to calculate and administer rt-pa, and due to the inaccurate reading, the patient received an excessive dose. As a result, the patient sustained an intracranial hemorrhage (brain bleed) and was transferred to a high dependency unit. At a later date, the patient was transferred to a normal ward to stabilize.